Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The device was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose between 400 and 500 mg/dl and the insulin pump alarmed motor error. The drive support cap is recessed. It was stated that the device was exposed to a body scanner at the court house. A motor position encoder error alarm was found in the alarm history. It was advised to discontinue the use of the device and go to the hospital for backup plan. The insulin pump was replaced and returned for analysis.